Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 jan 2025 has been used as a placeholder. E1: this complaint was received through: (B)(6). Portfolio sales specialist (B)(6). D4: possible lot# provided: 5782880, d4: possible lot# expiration date: 01 feb 2027, h4: possible lot# device mfg date: 09 feb 2022. Investigation summary: a couple of photos were shared by customer, where an unknown fluid is observed outside the female luer's threads, no additional damage or anomalies are observed. One (1) used. List#: am3127, 11" was returned for evaluation. As returned no physical damage or anomalies were observed. No mating device was returned. The sample was tested according to procedure and a leak from between adaptor and nanoclave manifold body's thread was observed, no additional leak was observed along the set. Complaint of leaks can be confirmed based on the physical used sample evaluation. The probable cause was due to an incomplete insertion during manual process assembly in ensenada.

Event description:
A complaint was received regarding regards to a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, clamp, luer lock that experienced leakage. The reporter stated that the leaking came from item: am3127 right where the manifold collars to the extension set which is supposed to be bonded. The collar spins freely in a 360 degree turn where when spinning it., the extension tubing moves with it. They pull another item from inventory to try but was unable to spin the collar. The packaging was discarded. The product is filled with lipids. The status of the product at the time of event was during use on the patient. The device was used anywhere from 4-7pm to 7-8am. Someone became aware when the lipids where leaking from that collar all over the patient's bed when the clinician checked on the patient. The medication involved was smoc (lipids). There was patient involvement, no adverse event and there was delay in therapy.